Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons were nonfunctional) has been confirmed. Upon investigation there was contamination under the dome of rear response button. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.